Event description:
The MFR rec'd a user facility medwatch form reporting that the patient presented to the hcp to have a defective pump replaced - see attached. It was reported that the pump was used to deliver morphine-concentration and dose were not reported. No pt symptoms were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.